Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the compact plus system, compared to a professional meter, within 10 minutes: 95 mg/dl (compact plus) and 37 mg/dl (paramedic's meter). Customer was having hypoglycemic symptoms of weakness, confusion, and could barely get out of bed. Customer's husband did not think that the meter reading was correct, so the paramedics were called and obtained the reading of 37 mg/dl on their meter. Customer was treated with "something to bring her sugar up." No delay in treatment was reported. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.